Event description:
Reported to heraeus kulzer (B)(4) on (B)(6) 2014 by: regulatory affairs, (B)(6). This occurred at a dental clinic in (B)(6). On (B)(6), the patient had swollen lip. Treatment tetracycline ointment and steroid ointment one week after, symptoms were improved soon. Remarks the staff, not a dentist, applied gluma around the gum without rubber dam. This incident occurred in (B)(6). This is a serious injury (as defined in 21 cfr section 803.3) and requires intervention to prevent potential permanent harm to a body structure. This incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/conclusion - device has not been returned by customer. Staff failed to follow directions for use. Evaluation summary: directions for use indicate rubber dam use is required. The staff did not utilize a rubber dam.